Event description:
The pump was returned for investigation. Investigation revealed power, display, battery compartment damage, battery cap damage, and moisture issues. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: review of the pump¿s black box data revealed low battery warnings, replace battery alarms, and reboots associated with battery changes in the history. Investigation revealed that the display screen was dim and discolored. A battery compartment crack and a missing section of the battery compartment were observed during evaluation. The battery cap threads were found to be damaged and the battery cap was unable to be secured and a power loss was observed; a test battery cap was utilized for further testing. The pump was exercised for 24 hours without a power issue, alarms, or warnings. Leak testing revealed a leak in the battery compartment. There was evidence of moisture within the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.